Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient's onetouch verio iq meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The patient tests his blood glucose 6x daily and his usual result is around "120 mg/dl" (in the morning). The patient manages his diabetes with humalog insulin through pump therapy. The alleged issue began on (B)(6) 2012 at 8am. It was reported the patient obtained blood glucose results of "104 mg/dl" with the subject meter and "64 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿s criteria for accuracy. The patient denied making changes to his usual diabetes management routine. That same morning, about 7am, the patient claims he woke up feeling uneasy and dizzy. While at the lab, the patient ate cake as treatment and felt better about 15-20 minutes after. At the time of troubleshooting, the cca noted the subject meter was set to correct unit of measurement and an approved sample site was used for testing. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of "uneasy and dizzy" does not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.